Manufacturer narrative:
The device has been requested for evaluation, but has not been received. A follow-up report will be filed if additional relevant information becomes available.

Event description:
The facility alleges the ligation clip slipped off the artery causing internal bleeding. The pt had blood coming out of the drain after closure. The surgical team went in and sutured the artery to stop the bleeding. The pt is fine.